Event description:
Fracture of dental implant resulted in surgical removal, with subsequent bone graft. The implant was placed in (B)(6) 2005. The crowns attached to the implant were found to be loose on two occasions, starting (B)(6) 2008. On the second occasion, the hex box was reported to be fractured. This was indicated as the cause of crown loosening. The patient is reported to be fine.

Manufacturer narrative:
Method, results, and conclusions: the device was not returned to 3m espe, therefore no eval could be conducted.